Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection developed at the ipg site following a procedure to relocate the ipg due to discomfort (see manufacturer report number 1627487-2019-12524), cultures were taken and were positive for serratia marcescens. As a result, surgical intervention took place on (B)(6) 2019 and the system was explanted. The patient is currently being treated with intravenous antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Device was returned and it passed electrical testing. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a device problem.

Event description:
It was reported that the patient's infection cleared.